Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited an initial issue inserting the right ventricular (rv) lead defibrillation lead into the port of the header. The lead would not fully insert to show the blue line that indicated full insertion. The pin had some bunching due to grip and attempting to insert the plastic grip prior to the pin portion of the lead. The pin was repeatedly cleaned and the set screw within the header was slightly loosened. After recleaning the lead pin with saline, the lead was able to be fully inserted and showed the blue line indicator. The device and rv lead remain in use. No patient complications have been reported as a result of this event.